Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown reasons after 3 years of being implanted. Lead was successfully replaced. No additional adverse patient effects were reported.